Event description:
It was reported that the patient had a hemorrhagic stroke. Patient status was reported as unstable. The physician reported that the event was not device or therapy related, the device operated as expected. A follow-up brain computed tomography scan was performed along with blood pressure management and holding anticoagulation.

Manufacturer narrative:
Section a: additional patient information cannot be provided due to personal data privacy legislation/policy. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.